Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed in the download data. Inspection of the device found no damages or deficiencies that would contribute to the reported unsure properly inserted cannula complaint. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod an hour. The patient reported being unsure if the cannula was properly seated in the infusion site (unknown). When pod was removed, the cannula was found to be bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.